Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on black screen, when tried to power on, user tried to hard reboot and turn on power after 10 minutes but still issue persisted the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was on black screen and had clicking noise. A field service engineer (fse) opened the back of the machine, found the lights were flashing, and it was making a clicking noise. The fse found that drawer 5 full height was causing the issue, so, replaced the controller board, and the problem was fixed. The screen was back up and running. Customer also tested the functionality successfully. The system functioned as intended after the field service engineer repaired the device.